Event description:
Related manufacturer reference number: 2017865-2022-37557, 2017865-2022-37560, 2017865-2022-37561. It was reported that the patient presented with infection and vegetation. The physician explanted the system ¿ implantable cardioverter defibrillator, atrial lead, right ventricular lead and older inactive right ventricular lead. The patient was in recovering phase.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. A partial lead was returned for analysis in one piece measuring 47.5 cm. Final analysis found that suture sleeve tie impression was noted at 23.5 cm from the connector pin and an external insulation abrasion was found at 43.5 to 44.1 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy.